Event description:
User has been experiencing intermittent issue with discrepant calcium results over the past 4-5 years, however, has not reported the issue recently. Multiple pt samples were involved, specific number not provided due to length of time issue has been occurring. One example was provided which occurred in 2008; initial result was 9.0 mg/ml, repeat result from another analyzer was 9.6 mg/dl, repeat on this analyzer after calibration was 9.8 mg/dl. Erroneous result was not reported for this pt sample. No info provided to determine if any other pts were adversely affected due to this issue. If add'l info is received, appropriate notification will be provided.